Manufacturer narrative:
One used device has been returned for evaluation. A follow up report will be submitted when the evaluation is complete.

Event description:
The user reported that a marker band come off the retrieval device catheter. The physician attempted to retrieve the marker band without success. The marker band was located in an aneurysm and was stented in place. No further harm or injury to the patient was reported.